Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/24/2014: contamination of the button contacts and a dim, discolored display.

Manufacturer narrative:
Submitted: 01/07/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was noted to be torn from the down arrow button to the ok buttons. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display was noted to be dim and discolored.